Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required. Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported pain, discomfort, alternation in size with clear sagging, undulations in the contour of the breast. Healthcare professional reported left side rupture. The device has been explanted and replaced.